Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. However the customer's report was observed during review of the device data logs. The multifunction cable and defib cable receptacle were replaced as precaution. The the device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.